Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen unreadable. Customer blood glucose was 114 mg/dl. Customer states the insulin pump had a damage on the left side of the screen. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
The device had a cracked and bleeding lcd glass, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window noted during visual inspection.